Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the ring was explanted after an implant duration of approximately (B)(6) due tricuspid regurgitation. Per the patient's medical records, on (B)(6) 2012, the patient was found to have significant tricuspid regurgitation and free pulmonic insufficiency, and a very dilated right ventricle preop. Upon inspection, the tricuspid valve appeared to be insufficient secondary to a ruptured cord in the septal leaflet which was adjacent to the anterior leaflet; bicuspidization of this valve by sewing the unsupported portion of the septal leaflet to the anterior leaflet was carried out. There was also a small fibroelastoma or little mass on the tricuspid valve at the septal leaflet posterior leaflet junction. A few sutures were taken to plicate the ring down a little bit more; these were pledgeted sutures taken from underneath the valve through the ring itself to stabilize the portion of the repair. The valve was tested and felt to be much more competent. The was only mild to trivial tricuspid regurgitation at the end of the procedure. On (B)(6) 2012, the patient represented with tricuspid regurgitation. At the time of surgery, the patient was found to have an intact repair but he was found to have moderate tricuspid regurgitation. It was decided to replace the patient's tricuspid valve. A new edwards bioprosthetic valve was implanted; tee showed good biventricular function, a very dilated rv and a well-seated valve.

Manufacturer narrative:
Device not returned. Unfortunately, the device was not returned for evaluation, therefore, the ring can not be assessed for any malfunctions of deficiencies. No further actions are possible with the available information.